Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a missing end cap sticker. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was received with a broken reservoir tube lip, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that his blood glucose has been high all day. Customer's blood glucose got up to 475 mg/dl. Customer finally took a manual injection. Customer stated that he kept trying to bolus but got a button error. Customer stated that he removed the infusion set and the cannula was bent. No troubleshooting was done for the bent cannula. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.